Event description:
It is reported that the pt was revised for bushing wear and squeaking. Devices were implanted for 7.31 yrs.

Manufacturer narrative:
Eval summary: no x-rays or operative notes were returned for review. Due to insufficient info, a root cause cannot be determined. Review of the device history records was not possible as the lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.